Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. No abnormalities were identified during internal/external inspections. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The pneumatic system was found to be working within specifications. During rite functional testing the device timed out during the last fill and failed the test. The device was able to perform a short simulated therapy successfully. The cause of the issue was undetermined. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No patient involved. No additional information is available.